Manufacturer narrative:
Patient initials: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 3.5mm lcp medial distal tibia plate w/o tab 6 holes-right was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed one non-conformance written for two requirements (sigma and chi) not being verified at the time of original acceptance of the material. The material was recertified and passed for both the sigma and chi. The material was determined to be conforming and was used as is per product development approval. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.5mm locking compression plate (lcp) medial distal tibia plate without tab was determined to be broken postoperatively. Original implant date unknown. A revision surgery was performed on (B)(6) 2015. Along with the plate, eight intact unknown screws (combination of locking and cortical screws) were also explanted. There were no delays in surgery. This is report 1 of 2 for com-(B)(4).